Event description:
A case of aortic perforation leading to a procedural abortion was reported during a cryoablation atrial fibrillation procedure, where the versacross rf wire was used to attempt transseptal puncture. Due to complex patient anatomy, the physician attempted a more superior transseptal approach, and while advancing the rf wire, the physician noticed an artifact and maneuvered an ice catheter to investigate. Upon investigation, the rf wire was observed to be in the aorta. The physician immediately requested a surgical consult, after which the rf wire was removed from the aorta without further complications. The procedure was aborted and the patient was admitted to the ICU for overnight observation where they were later sent home.

Manufacturer narrative:
A DHR review was completed for the lot in question, and it was confirmed that all devices met relevant requirements prior to release.